Event description:
The customer stated that his contour ts meter was reading too high. He tested one evening and received a reading of 394 mg/dl. He rested using a different meter and received a reading of 297 mg/dl. The customer alleged that he adjusted his insulin based on the readings and his blood glucose dropped so low that he ended up in the emergency room. The customer did not provide any more information about the incident. Attempts were made to contact the customer for additional information, but they were not successful. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.